Event description:
Biomed is reporting that the v60 will not alarm for patient disconnect when unit has patient circuit removed. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support. Biomed did not report any adverse outcome to patient care or therapy. The respiratory therapist discovered the problem when removing the patient from the unit and then testing the device. The biomed is reporting the patient circuit that was being used for the patient was not a respironics circuit. The customer is reporting the v60 is alarming correctly when the circuit is disconnected from the v60 output. Patient information and repair information were requested from the customer, but no response was received. Further information is pending.

Manufacturer narrative:
The product support called and emailed the customer for a v60 testing update, but the customer has not responded after 3 attempts. This is believed to be a user error for using a non-respironics patient circuit. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.